Manufacturer narrative:
No unexpected pump error 15 or pump error 4 alarms during testing however, pump error 15 alarm and pump error 4 alarm are found in the formatted history file due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed for pump error. Customer stated that they are able to rewind the insulin pump. Customer performed self test and did not pass. Customer also stated that insulin pump did not alarm or vibrate at the time of pump errors. Customer's blood glucose was 8.9mmol/l at time of incident. Insulin pump will be return for analysis.